Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge was fluctuating. In addition, it was reported that a cartridge alarm 05 occurred. A new cartridge was successfully loaded onto the pump to address the alarm. There was no reported impact to customer's blood glucose level. The customer continued to use the pump for insulin therapy.